Manufacturer narrative:
The reported event that screwdriver / depth gauge 2 in 1 autofix 2.0/2.5, 10-30mm was alleged of 'contamination of the device' could be confirmed, based on provided picture. According to the "instrument set inspection list" and "follow-up form for non sterile medical devices", the whole kit was reprocessed and received conforming to sbi specifications. However, this device is now managed under stryker standard and no new complaint was raised so far. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The pharmacist at the hospital, reported the following event, while introducing a wire into the "screwdriver depth gage", the employee at the central sterile services released residues, probably corresponding to organic residues of previous surgeries. I wanted to bring your attention to the care of the hollow material, which is very delicate."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned

Event description:
The pharmacist at the hospital, reported the following event, while introducing a wire into the "screwdriver depth gage", the employee at the central sterile services released residues, probably corresponding to organic residues of previous surgeries. I wanted to bring your attention to the care of the hollow material, which is very delicate."